Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) ) was evaluated at the customer site. The customer reported issue of the thermogard ivtm system displayed "air trap" error message was confirmed during the event log review and functional testing. The root cause for the error message was due to a defective air trap sensor block, likely attributed to normal wear and tear. The thermogard console was manufactured in may 2013 and is 7 years old, past its service life of 5 years. During the visual inspection, no physical damages to the console were observed. Event log data was downloaded and noted mid: 09 (air trap assembly) error message around the reported event date, thus confirming the reported issue. The air trap sensor block assembly was replaced to address the mid:09 (air trap assembly) error message. The thermogard xp ivtm system failed functional testing due to "air trap" error message displayed upon powering on, thus confirming the reported complaint. The air trap block assembly was replaced to remedy the fault. Following service, the thermogard console passed all tests with no issues and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
Customer reported that the thermogard ivtm system (serial (B)(4) ) displayed "air trap" error message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.